Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an erosion of the skin over the cardiac resynchronization therapy defibrillator (crt-d). The device system was explanted. There was no allegation that the device and leads contributed to the erosion. The patient was stable.